Manufacturer narrative:
Three tego® connectors (2 used 1 new) were returned for evaluation. As received a seal and tearing collapsed in the used samples was noted. The brand-new sample was visually inspected and nothing wrong was noted. The brand-new tego was tested and passed all the test. Complaint can be confirmed. The probable cause of unable to flush is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application during manufacturing. Corrective and preventative actions are in process. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego® connector where it was reported that 2 bungs experienced inability to flush. Bungs were in use on an extracorporeal membrane oxygenation (ECMO) patient with dialysis. Due to the issue with the bungs, the dialysis circuit had to be run out. The incidents happened about 12 hours apart. Someone became aware of the issue since it was observed by a nurse. The product was in use for 12 hours. There was patient involvement and delay in therapy, but no adverse events or harm.